Manufacturer narrative:
The thermogard console that was displaying mid:09 (air trap assembly) was evaluated by the facility biomed, the area of the console that were wet from saline fluid were dried out. Biomed then functionally tested the console and it passed self-test with no issue. The mid:09 (air trap assembly) issue was resolved by customer and therefore, the thermogard console will not be returned to zoll for evaluation.

Event description:
During a patient intravascular temperature management (ivtm) therapy for hypothermia, customer reported that a leaking start-up kit (suk) lot #86400 was observed. Saline fluid was observed on the floor, bubble trap holder and console's drawer. The fluid leak was noticed at catheter's 18 hours of dwell time. The thermogard console did alarmed and displayed mid:09 (air trap assembly) during the event and immediately the customer exchanged the thermogard along with a new suk to continue ivtm therapy. Ivtm therapy was completed and patient was reported stable.